Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no other complaint reported from this lot. All available information was investigated and a definitive cause for the reported gripper line break could not be determined. It is possible that procedural conditions/ user technique could have influenced the reported user experience; however, this cannot be definitively confirmed without analysis the device. The gripper actuation issue appears to be a cascading effect of gripper line break. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report gripper arm actuation issue and gripper line brake. It was reported that this was a mitraclip procedure to treat a mixed mitral regurgitation (mr) with grade of 4+. The first clip delivery system (cds) was advanced to the mitral valve and the clip was implanted successfully. The second cds was advanced to the mitral valve and grasping was performed. On the 2nd grasping attempt, the gripper arms did not move. Trouble shooting measures were performed and it was noted that the gripper line had broken. The clip was observed to be at good location and stable on the leaflets; therefore, the clip was deployed. Two clips implanted, reducing mr to 2. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.